Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a female patient who used super poligrip original (formulation (B)(4)) denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 2005, the patient began using super poligrip original and fixodent. An unknown time later, the patient experienced "hypocupremia, extensive nerve damage resulting in loss of balance, tingling, numbness, burning, pain and weakness in hands, arms, feet and legs, nausea, unexplained pain in the extremities, dizziness and difficulty standing." Use of super poligrip original and fixodent was discontinued in (B)(6) 2010. According to the claim, the events were severe and permanent. Follow up information was received on 04/21/2011 via medical records. On (B)(6) 2010, the patient was seen by neurology with complaints of sharp pains in head, tingling in fingers and toes, inability to stand for any length of time, and joint pain. The patient noticed the development of various apparent neurologic problems about five years ago (in 2005) in conjunction with the use of poligrip and fixodent for denture management at the time. These included gait instability, pain and paresthesias involving the hands and feet, shooting pains emanating from the neck into the back of the head, as well as a metallic taste with some disturbance in taste and possibly smell. The symptoms persisted but did not appreciably progress until about three months ago when the patient discontinued the use of the denture preparations. At that time, the symptoms improved quite markedly. The patient resumed use and the symptoms returned. The patient did some research and discovered that these types of denture preparations contained zinc and had been associated with the development of similar symptoms and others. She stopped the use of both three weeks ago and again had noticed some improvement with respect to the previously mentioned symptoms. Assessment included polyneuropathy, ataxia, cervical radiculopathy, and disturbances of sensation of smell and taste. A recent zinc level was 88, which was not elevated. The patient also had pes cavus, which was associated with hereditary sensorimotor polyneuropathy. On (B)(6) 2010, electromyogram (emg) and nerve conduction studies showed mild bilateral median mononeuropathies at or near the wrists and a mild left peroneal mononeuropathy, as well as significant right tibial mononeuropathy and were indeterminate for a mild superimposed sensorimotor polyneuropathy or mild ulnar mononeuropathies on either side. On (B)(6) 2010, a 24 hour urine copper was 11 mcg/24 hours (normal 15 to 60). This case was upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).